Event description:
The patient's spouse contacted lifscan (lfs) via letter and alleged that pt's meter was set to the incorrect unit of measurement. Medical affairs spoke to the patient's spouse and obtained/verified the following information. Spouse reported that pt's meter was set to the incorrect unit of measurement; however, pt had not made any changes to the settings. Spouse reported that the patient experienced no harm or injury due to the issue. Patient's 3-month average blood glucose test was normal. Based on the information provided, this case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. There is no evidence of the meter contributing to a serious injury. The patient set the meter back to the correct unit of measurement, no replacement is being sent.